Manufacturer narrative:
The available information suggests nothing to indicate a device malfunction related to this event. The device remains implanted in the patient with no further complications reported. It is likely that patient's medical condition and status post open heart surgery may have contributed to this event. The neurologist indicated the patient was off coumadin for CABG/avr surgery, and given the need for bypass, a mechanism of either cardioembolus related to atrial fibrillation or low flow from right ica stenosis were both plausible. It was noted that the event was resolved, the patient continued to make steady progress and was discharged to rehabilitation on postoperative day 9. The device model or serial number has not been provided.

Event description:
It was reported that a clinical study patient with an implanted edwards valve experienced a neurological ischemic stroke 4 days postoperatively, which was subsequently resolved. Initial report indicates, "post op patient developed lue weakness. Head CT revealed r posterior corona radiata hypodensity". Hospital records indicate, " on (B)(6) 2012, patient underwent an aortic valve replacement, patent foramen ovale closure and left atrial appendage ligation. He tolerated the procedure well and transferred to cicu in stable condition. He was weaned from sedation and extubated on post operative day 1. He was a slow wean from milrinone due to low cardiac index. He experienced left arm weakness which was also present preoperatively. Underwent head CT on (B)(6) 2012 which revealed a new focal hypodensity in the posterior aspect of the right corona radiata in the interval space since the prior study suspicious for subacute ischemia. However, there was no evidence of acute territorial large vessel infarct. A transthoracic echocardiogram completed on (B)(6) 2012 revealed an ejection fraction of 41%; there was no left ventricular thrombus and no evidence of paravalvular leak. His right chest remained in for drainage and eventually removed on (B)(6) 2012. He continued to make steady progress and was discharged to rehabilitation on post operative day nine." No information to suggest a device malfunction or quality deficiency related to this event.